Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the reported conditions were confirmed. It was determined that the issue with the connector shell coming detached was due to a manufacturing issue and covered under a CAPA. It was reported that the root cause for all other failures was determined to be traced to component failure due to normal wear. (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the handpiece device had a worn bearing, the connector was damaged, and the device was generating heat. It was noted that glue from the connector shell had detached. It was further determined that the device failed pretest for temperature assessment, and connector loctite assessment (no rotation detected between connector shell and connector hose nut. Threaded joints were secure). It was noted in the service order that the handpiece device was not working and was inoperable. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.